Event description:
It was reported that the left ventricular (lv) lead had a single high impedance spike alert lvtip to rvcoil the same day the patient underwent surgery for an unrelated condition. Impedance remained within specifications otherwise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4054-52 lead, implant date (B)(6) 2001; 4459 lead, implant date unknown; d274trk device, implant date (B)(6) 2010. (B)(4).